Manufacturer narrative:
The customer reported that their central nurse's station (cns) would freeze every time they power it on with an alarm indicator plugged in. The customer also reported that the only way they can mitigate this issue is to unplug the alarm indicator, power on the unit, and then plug the alarm indicator back in. There was no harm or injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following field contains no information (ni), as attempts to obtain information were made, but not provided: concomitant medical products.

Event description:
The customer reported that their central nurse's station (cns) would freeze every time they power it on with an alarm indicator plugged in.

Event description:
The customer reported that their central nurse's station (cns) would freeze every time they power it on with an alarm indicator plugged in.

Manufacturer narrative:
Details of complaint: the customer reported that their central nurse's station (cns) would freeze every time they powered it on with an alarm indicator plugged in. The customer also reported that the only way they can mitigate this issue is to unplug the alarm indicator, power on the unit, and then plug the alarm indicator back in. No patient harm was reported. Service requested / performed: troubleshooting. Investigation summary: the overall risk of this event is determined to be medium. The device was not returned for physical evaluation and functional analysis. Device logs were not provided for further analysis. Without logs or device evaluation, the root cause cannot be determined. Due to the age of the device, wear and tear is not a likely root cause for this issue. As the issue only occurs when the alarm indicator is plugged in during start up, the most likely cause for this issue is a malfunctioning alarm indicator. The most likely root cause for this issue is physical damage to the alarm indicator causing the monitor to freeze when plugged into the cns during start up. As this issue has an overall risk score of medium, a CAPA is not required per corrective action and preventive action process, sop07-003. Since the root cause was unable to be determined, no CAPA is initiated. Without a root cause, the counter measure to prevent recurrence cannot be performed.